Event description:
It was reported; patient admitted for rsv chest infection. Cxr showed foreign body that was present on repeat cxr. Subsequent CT chest and angio-gram suggest a foreign body - part of PICC line insertion material in right pulmonary artery. Previous PICC placed in october. Guide wire was successfully removed on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; patient admitted for rsv chest infection. Cxr showed foreign body that was present on repeat cxr. Subsequent CT chest and angio-gram suggest a foreign body - part of PICC line insertion material in right pulmonary artery. Previous PICC placed in october. Guide wire was successfully removed on (B)(6) 2024. No other information was provided.